Event description:
Per the clinic, open circuits were noted on 12 electrodes and high impedance noted on 1 electrode. Re-programming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Device analysis indicated device failure. An updated device analysis report is attached.